Event description:
It was reported that the pump touch screen was cracked and unreadable after the customer dropped the pump and it hit the ground. It was reported that the customer experienced an elevated blood glucose (bg) level of 510 mg/dl. The customer reverted to an alternate pump for insulin therapy and delivered a bolus to address the elevated bg.